Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with a stylet in the lead. The helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance values. The patient indicated they experienced pain. It was determined a perforation had occurred to the patient. The lead was explanted and replaced as the helix of the existing lead would not extend. No further patient complications have been reported as a result of this event.